Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported low blood glucose. Customer stated that his wife woke him up and his blood glucose was 39 mg/dl. Troubleshooting was done. Advised the customer to contact health care provider regarding the low blood glucose since insulin pump is functioning as designed. Customer declined to perform displacement test. No further information provided.